Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
This pi is for the first revision of the patient's left distal femur on (B)(6) 2023. In providing information for a case (impending revision of patient's left distal femur/ knee), territory manager provided information that the patient had a prior revision on (B)(6) 2023 due to loosening of the femoral stem.